Event description:
A customer contacted stryker to report that their device logged an event code which is associated with an issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Section h11, additional mfg narrative has been updated. A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue, however the code was verified. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device logged an event code which is associated with an issue of the device to deliver energy. There was no patient use associated with the reported event.